Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll wwd was damaged, but still operable and the plunger rod was broken. The following information was provided by the initial reporter: "this is a report about a damaged syringe. When aspirating saline using this syringe, the hcp found that the barrel and plunger rod were damaged/deformed. The affected product was thus not used. The customer is asking bd to return the affected product to japan after the completion of investigation."

Manufacturer narrative:
H6: investigation summary four photos and one loose 10ml syringe were received and evaluated. It was observed there was significant indentations between the 2 and 5ml markings and above the 10ml marking. The plunger rod was damaged in consistent locations. The damage was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml ll wwd was damaged, but still operable and the plunger rod was broken. The following information was provided by the initial reporter: "this is a report about a damaged syringe. When aspirating saline using this syringe, the hcp found that the barrel and plunger rod were damaged/deformed. The affected product was thus not used. The customer is asking bd to return the affected product to japan after the completion of investigation."